Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent operative laparoscopy with extensive lysis of adhesions and mobilization of small bowel and right tube and ovary with left ureterolysis and bilateral salpingo-oophorectomy; one small enterotomy in the mid abdomen was closed; extensive mobilization of the bowel from the anterior abdominal wall in the mid, left and right lower abdomen and pelvis and over the left pelvic sidewall; bilateral left and right pelvic sidewall ureterolysis. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that on (B)(6) 2008 the patient underwent an exploratory laparotomy, lysis of adhesions, and mesh repair of multiple incisional hernias. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced vaginal atrophy, hematuria, urgency, urinary incontinence, urinary frequency, nocturia, and incomplete bladder emptying.